Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a s233 (over temperature-psc) malfunction alarm code was noted in the device history, but was not duplicated during testing. The probable cause was due to a loose fan assembly cable that did not provide connection to the fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with s233 (over temperature-psc) malfunction alarm codes. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events and no delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No additional information was provided.